Event description:
Customer reported "broken guidewire". The issue was detected during insertion in the subclavian vein for cardiac surgery. No paient harm was reported. The patient's condition is reported as "stable".

Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. The customer report of an unraveled guide wire was able to be confirmed by the photo. The customer returned one opened spring wire guide component kit for evaluation. The returned guide wire was observed to be unraveled and showed signs of use. Visual inspection of the guide wire revealed it was unraveled from the proximal end. The proximal weld was present at the end of the coil wire. One bend was located in the proximal end of the guide wire core wire. The distal j bend was misshapen but intact. Microscopic examination confirmed the core wire separated adjacent to the proximal weld. The distal weld was present and appeared full and spherical. The bend in the core wire was located 0-36mm from the proximal end. The core wire length measured 683mm, which is within the specifications of 679-687mm per product drawing; therefore, no pieces of the core wire appear to be missing. The guide wire outer diameter measured 0.87mm, which is within the specifications of 0.838-0.877mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "if using arrow raulerson syringe, advance guidewire into arrow raulerson syringe approximately 10cm until it passes through syringe valves or into introducer needle." The un damaged portions of the guide wire were threaded through a lab inventory arrow raulerson syringe (ars) and a lab inventory 18 ga introducer needle with no resistance. A manual tug test confirmed the distal weld was secure on the guide wire. A device history record review was performed based on the lot number for the sample received, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire was unraveled from the proximal end. The guide wire met all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal s pecification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "broken guidewire". The issue was detected during insertion in the subclavian vein for cardiac surgery. No paient harm was reported. The patient's condition is reported as "stable".